Manufacturer narrative:
The reported complaint of a worn channel rooler tab where the lifeband is secure on the autopulse platform (serial # (B)(4)) was confirmed during visual inspection. The investigation findings revealed that the root cause of reported issue was due to wear and tear. The autopulse platform was manufactured in february 2012 and it is over 7 years old, well beyond its expected serviceable life of 5 years. To remedy the issue, the worn channel rooler assembly was replaced. Unrelated to the reported complaint, a cracked front enclosure and bent battery lock on the autopulse platform were also observed during visual inspection. These types of physical damages were likely attributed to wear and tear as a result of an aging device. The damaged parts were replaced. After parts replacements, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the tabs on the autopulse platform (serial # (B)(4)) where the autopulse lifeband connects has worn down and does not secure the lifeband in placed . No patient involvement.